Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs blood glucose reading difference. The difference was outside of the acceptable range, insulin delivery was suspended due to sensor glucose vs blood glucose reading difference. The customer reported hemorrhage/blood loss/bleeding which did not require treatment. The event involved product(s) mmt-7040a. Troubleshooting was declined. Customer is reporting a discrepancy between sensor glucose and blood glucose which was not within range. No further patient complications were reported. It was unknown whether the customer will continue using the device. No product return is required for mmt-7040a.

Event description:
Updated summary: based on additional information received, the customer reported blood glucose value of 230 mg/dl. The customer reported sensor glucose value of 79 mg/dl.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below section with this follow-up report. 1. Section b5 - updated the summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.